Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse replaced the color video receiver board and display to video receiver cable. Preventive maintenance was performed in accordance with the periodic inspection and calibration records, with satisfactory results. Follwing the replacement and maintenance, the issue was resolved. The repair was completed, and the unit was returned to the hospital. The removed component was forwarded for further evaluation. The failure analysis and testing department evaluated the returned color video receiver board and display cable associated with the reported distorted display issue. The cable met all factory specifications and functioned properly during testing. However, when the color video receiver board was installed in the test fixture, the display distortion issue was successfully reproduced, confirming the reported complaint. The board did not meet performance requirements and failed testing. The defective board was identified as the cause of the issue, and both components are being retained per procedure for further handling. The failure analysis and testing dept. Received the following parts associated with this complaint pcb, color video receiver and cable display to video receiver board. These parts were received with a reported unit failure of, the display is distorted. The failure analysis and testing dept. Installed cable display to video receiver board into the cs300 test fixture and tested the cable to factory specifications. The cable passed testing. The failure analysis and testing dept. Installed pcb, color video receiver into the cs300 test fixture and tested the video receiver to factory specifications per the cs300 service manual. The fat dept. Replicated the complaint of a distorted display when the video receiver board was installed. Pcb, color video receiver failed testing. Retaining the parts in the fat dept.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during during a daily routine check that cs300 intra aortic balloon pump (iabp) had display failure. There was no patient involvement.